Event description:
It was reported the customer had a beep anomaly on their insulin pump. Customer stated their insulin pump was beeping every 15 minutes. The customer's blood glucose was unknown at the time of the call. Customer stated they did not press or accidentally press any of their buttons. It was found the beeping noise was coming from the customer's old insulin pump. The customer was able to resolve the beep anomaly by removing the battery from their old insulin pump.. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.